Event description:
The account alleged they are unable to use the nurse call function. There are no alleged injuries reported.

Manufacturer narrative:
The account found the nurse call switch including the backlight is disabled. The account enabled the nurse call switch to resolve the issue.